Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of device breakage ("presence of a fragment of essure in right horn"), pelvic pain ("pelvic pain") and genital haemorrhage ("vaginal bleeding on effort") in a (B)(6) female patient who had essure (batch no. 893024) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and ovarian adenoma ("small right paratubal serous cystadenoma in right tube"). The patient was treated with surgery (removal of an essure fragment of right horn, right coronectomy) and surgery (bilateral salpingectomy with essure removal). Essure was removed. At the time of the report, the device breakage, pelvic pain, genital haemorrhage and ovarian adenoma outcome was unknown. The reporter provided no causality assessment for device breakage, genital haemorrhage, ovarian adenoma and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - on an unknown date: normal. Endoscopy upper gastrointestinal tract - on an unknown date: normal pathological examination of sample after bilateral salpingectomy, right cornuectomy: small right paratubal serous cystadenoma in right tube. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6)2018 for the following meddra preferred terms: pelvic pain analysis in the global safety database revealed 11.048 cases. Device breakage analysis in the global safety database revealed 2.416 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of device breakage ("presence of a fragment of essure in right horn"), pelvic pain ("pelvic pain") and vaginal haemorrhage ("vaginal bleeding on effort") in a 42-year-old female patient who had essure (batch no. 893024) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant) and cystadenofibroma of fallopian tube ("small right paratubal serous cystadenoma in right tube"). The patient was treated with surgery (removal of an essure fragment of right horn, right cornuectomy) and surgery (bilateral salpingectomy with essure removal). Essure was removed. At the time of the report, the device breakage, pelvic pain, vaginal haemorrhage and cystadenofibroma of fallopian tube outcome was unknown. The reporter provided no causality assessment for cystadenofibroma of fallopian tube, device breakage, pelvic pain and vaginal haemorrhage with essure. Diagnostic results (normal ranges are provided in parenthesis if available): colonoscopy - on an unknown date: normal endoscopy upper gastrointestinal tract - on an unknown date: normal pathological examination of sample after bilateral salpingectomy, right cornuectomy: small right paratubal serous cystadenoma in right tube. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 18-may-2018 for the following meddra preferred term: pelvic pain analysis in the global safety database revealed 11.296 cases. Device breakage analysis in the global safety database revealed 2.477 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-may-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of device breakage ("presence of a fragment of essure in right horn"), pelvic pain ("pelvic pain") and vaginal haemorrhage ("vaginal bleeding on effort") in a 42-year-old female patient who had essure (batch no. 893024) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included herniated disc (l5 s1) and wolff-parkinson-white syndrome. No remarkable gynecological medical history. On an unknown date, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant) and cystadenofibroma of fallopian tube ("small right paratubal serous cystadenoma in right tube"). The patient was treated with surgery (removal of an essure fragment of right horn, right cornuectomy) and surgery (bilateral salpingectomy with essure removal on 15-mar-2018). Essure was removed on 15-mar-2018. At the time of the report, the device breakage, vaginal haemorrhage and cystadenofibroma of fallopian tube outcome was unknown and the pelvic pain was resolving. The reporter provided no causality assessment for cystadenofibroma of fallopian tube, device breakage, pelvic pain and vaginal haemorrhage with essure. The reporter commented: reporter did not know if essure contributed to the pelvic pain diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Colonoscopy - on an unknown date: normal endoscopy upper gastrointestinal tract - on an unknown date: normal pathological examination of sample after bilateral salpingectomy, right cornuectomy: small right paratubal serous cystadenoma in right tube. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-may-2018 for the following meddra preferred terms: pelvic pain analysis in the global safety database revealed 11.368 cases. Device breakage analysis in the global safety database revealed 2.488 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-may-2018: pharmacist returned "device removal questionnaire": new information: patient: weight:60kg, height: 164cm.medical history included cured herniated disk l5 s1 and wolff-parkinson-white syndrome.the patient had no remarkable gynecological medical history. After essure removal, the symptom slightly/moderately improved. Reporter did not know if essure contributed to the pelvic pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report